Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical performed unit verification test on site but the issue was no longer reproducible. No device problem detected.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen of bellavista 1000e froze while on a patient using invasive mode. The customer confirmed that there is no patient harm associated with the event. 6. Tests/lab data, including dates.